Event description:
During a hand-assisted colectomy procedure, the doctor lubed hand after inserting device, and after a short period of time the device ripped. Doctor was not being hard or forceful on the device. No pt consequence. Case completed with another device of the same product code.